Event description:
It was reported the patient was noted to have corrosion and alval.on an unknown date, the surgeon described findings consistent with corrosion associated with the implant and an alval-type reaction. No additional details were provided regarding when the issue was identified, diagnostic evaluations, intraoperative findings, device components involved, environmental factors, or any treatment rendered. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). D10: 00771100700 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset 61416347. Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d4, d6b, g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.